Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The device failed volumetric accuracy testing. Internal and external inspections were performed and passed. Temperature confirmation testing was performed and the temperature was verified to be within specification. Inspection of the door assembly revealed deteriorated piston foam. The cause for the failed volumetric accuracy was determined to be the deteriorated piston foam. Scrap piston foam. The device was sent to service.